Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation, no problem was found. Dust and dirt contamination was observed to the blower and flow tube. Additionally, the ui panel was damaged and the battery charging station was cracked. The ui panel, right side panel, blower, box mount, pressure tube, flow tube, battery charging station, and manifold were replaced.